Event description:
Information received from the field notes that the patient presented with severe arm twitching. The ECG showed inter- mitten t atrial capture and oversensing. Interrogation of the device showed no obvious impedance changes,, but x-ray showed an atrial lead fracture at the clavicle.